Event description:
During a knee arthroscopy micro fragments of metal from the blade were noted in the patient's knee. It was reported that not all the small fragments were removed. No injury reported.

Manufacturer narrative:
Evaluation results: an evaluation found galling on the distal ends of the inner and outer tubes. This type of damage may occur when excessive lateral force is applied during use. In addition, metal particulates may be produced when galling occurs. A review of complaint history for this product finds no other reported problems for metal shavings since the year 2000.